Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4523-53 implantable pacing lead (B)(6) 1992; addrl1 implantable pulse generator (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient developed an infection in cardiac tissue and a systemic infection. There was large vegetation on the ventricular lead and the leads had to removed surgically to avoid emboli. The implantable pulse generator (ipg) and two leads were explanted and a temporary pacer implanted. No further patient complications have been reported as a result of this event.